Event description:
It was reported that both pulse generators were removed for infection; no other patient symptoms were provided. The product would be returned for analysis. Additional information has been requested from the physician. Refer to MFR report #6000032200801699.